Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with pause episodes. Review of remote transmissions revealed intermittent ventricular undersensing. Reprogramming was discussed but not performed. The patient experienced no adverse consequences.